Event description:
It was reported that the surgeon inserted an (B)(4) 12.0mm implantable collamer lens upside down. The lens was torn by forceps when it was removed for the anterior chamber. No pt injury.

Manufacturer narrative:
(B)(4) - lens inserted upside-down. (B)(4).